Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm during rewind. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Customer did not report motor position encoder error alarm. Customer was unable to complete rewind the insulin pump due to alarm. The customer was advised that the insulin pump needed to be replaced and to remove the insulin pump battery to prevent continued alarms. Customer was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.